Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, during the insertion of the clamp in the trocar on the level of the abdomen, at the moment of the change of the clip in the clamp, the clamping jaws twisted.. They replaced the device to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially fired. Visual inspection of the instrument noted that one of the jaw legs was out of position and bent. The cam on the jaw leg was not aligned with the driver. Functional testing of the instrument could not be performed due to the observed jaw cam damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur by moving the jaw legs upward and outward with respect to the other leg (when viewed looking straight into the barrel of the instrument), when the handle is at rest. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.